Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programed several boluses and primed and delivered properly; no prime fill anomaly noted. No unexpected numbers ramping or scrolling anomaly or weak battery alarm during testing noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 159 mg/dl. The customer stated that she changed out her set and was stuck in the hold act to fill tubing process. The customer stated that she was stuck in the rewind complete/ bolus delivery loop. The customer stated that she does not see the bolus delivery screen at 0.0 units. The customer was assisted with clearing the battery out limit alarm. The customer also received weak battery as well. The customer will be sent a replacement pump.